Manufacturer narrative:
(B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention, intimal disruption occurred. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs class: and cardiac catheterization was recommended. The 90% stenosed, 12.0mm x 4.0mm target lesion was located in the proximal left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 4.00 x 16 mm study stent. Following post dilation with a 4.0x15mm quantum maverick balloon catheter ¿intimal disruption¿ was noted and was treated with placement of 3.50 x 8 mm bail out stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.